Manufacturer narrative:
The reported unused device was returned in its original unopened package for evaluation. Visual inspection by the packaging engineer found that the pouch had stress makes on the tyvek side and stress marks/holes on the poly side of the pouch. This hole caused a breach in sterility. Since the stress marks were on the opposite side of the hole, it is highly likely this breach in sterility was caused by the device after the sealing process. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 12,000 units, two complaints have been reported for this product and failure mode. A two-year review of complaint history revealed 26 complaints involving 35 devices have been reported. During this same time frame, 12,653,600 devices have been sold worldwide. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system.

Event description:
The distributor in (B)(6) reported a tear in the packaging of 138114a blade that was identified during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered prior to distribution to an end-user. This rejection report was for (B)(6) 2017. Conmed received it and the decision to not report this obvious defect was made in (B)(6) 2017. The reported device was returned to conmed for evaluation and a breach in sterility was found. This report is raised on the basis of the sterile breach identified during the device evaluation.